Event description:
The physician reported that he did not know the cause of death, but did not think that the death was sudep or related to vns therapy. The death certificate was received and listed the immediate cause of death as acute cardiopulmonary collapse (approximate interval between onset and death: immediate) due to coagulopathy. Other significant conditions contributing to death, but not resulting in the underlying cause given was listed as infection, epilepsy, chronic encephalopathy and ataxia. The physician reported that he does not feel the patient's infection was related to vns therapy. The physician declined to provide any additional information.

Event description:
The generator pa was completed on (B)(4) 2013. Analysis of the generator showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows a non-ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator. The generator decoder found that a high impedance condition existed prior to explant. This is reported in MFR report # 1644487-2013-02260.

Event description:
A funeral home called to return a explanted lead and generator from a vns patient who had passed away. No further details were provided surrounding the patient's cause of death and relationship to their vns. It was reported the patient had their products explanted in the last month but exact date of death not provided. Exact explant date not known. Analysis was performed on their explanted lead. The generator analysis is pending completion. An analysis was performed on the returned lead portions. Note that portions of the marked and unmarked connector boots, including a portion of the serial number tag was not returned therefore; it was not possible to verify the serial number during this analysis. The lead assembly (body) including the electrodes was also not returned; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since portions of the marked and unmarked connector boots, the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.